Manufacturer narrative:
Analysis findings concluded the stim ins ((B)(4)) setscrew was backed out too far.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
No new information received. The device was returned to the manufacturer. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the battery had an impedance problem during a procedure and the implantable neurostimulator (ins) had an "impedance problem." The hcp did not know any other details about the impedance problem. There was a backup battery available and that one was used. The patient was doing well post-operation. There were no reported symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, cause, or troubleshooting performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.